Event description:
A web form complaint was received in which it was reported the adc device prematurely detached. The customer was contacted and reported that as a result, they experienced sweating and received treatment of juice, sugar, and/or food provided by a non-healthcare professional. No further details were provided. There was no report of death or permanent impairment associated with this event

Manufacturer narrative:
At this time, product has not yet been returned. An extended investigation has been performed for the reported complaint and determined that there was no indication that the product did not meet specification. The dhrs (device history record) for the libre sensor kit were reviewed, and the dhrs showed the libre sensor kit passed all tests prior to release. If the product is returned, a physical investigation will be performed and a follow-up report submitted. The date the incident occurred is unknown. The date entered in section b3 is the date abbott diabetes care became aware of the event. All pertinent information available to abbott diabetes care has been submitted.

Manufacturer narrative:
Sensor (B)(6)has been returned and investigated. No physical damage was observed on the returned sensor patch and no issues were observed with the returned sensor adhesive. No malfunction or product deficiency has been identified. All pertinent information available to abbott diabetes care has been submitted.

Event description:
A webform complaint was received in which it was reported the adc device prematurely detached. The customer was contacted and reported that as a result, they experienced sweating and received treatment of juice, sugar, and/or food provided by a non-healthcare professional. No further details were provided. There was no report of death or permanent impairment associated with this event